Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose of 21 mg/dl and thought that the insulin pump was not working. Troubleshooting found that drive support cap was normal but no other troubleshooting was done. Customer was advised to follow up with doctor regarding the low blood glucose and possible site issues. Customer was also advised to monitor pump as it is performing as designed.